Manufacturer narrative:
(B)(4). A magnet was applied to the device with no response. The patient was admitted to the hospital due to multiple comorbidities. Records indicate this device remains implanted. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was reported the patient had been lost to follow-up since three months post implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All set screws were found to move as expected and no anomalies were noted. The device did not have telemetry, therefore manual therapy testing was unable to be completed. Detailed analysis confirmed the defibrillation output bridge was intact. Further analysis of the device was unable to be performed due to the depleted condition of the battery.

Event description:
The device was later returned. No adverse patient effects were reported.